Manufacturer narrative:
A visual evaluation found the stent was severely kinked in multiple locations from the proximal tip to the base of the proximal barb. The stent was also kinked in several locations along the drainage holes throughout. The proximal tip of the stent was deformed from being crushed against the distal tip of the push catheter in the delivery system. Based on the event description, a naviflex biliary delivery system was used with the advanix¿ pancreatic stent in the pancreas. A review of directions for use for the naviflex biliary delivery system found that the intended target anatomy of the delivery system is the ¿biliary tract¿. The dfu states: ¿the advanix biliary stent with naviflex rx delivery system is intended for delivery of the stent to the biliary tract for drainage of the bile duct¿. The investigation found off label use with the delivery system was selected for the procedure. The stent was likely kinked and was deformed at the proximal tip when deployment was attempted with a non-compatible delivery system. Therefore, 'user error' is selected as the most probable root cause for the complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The advanix pancreatic stent was attempted to be deployed in the pancreas while using a biliary naviflex rx delivery system. According to the complainant, while attempting to deploy the stent, the handle of the delivery system kinked up and the advanix pancreatic stent buckled. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The advanix pancreatic stent was attempted to be deployed in the pancreas while using a biliary naviflex¿ rx delivery system. According to the complainant, while attempting to deploy the stent, the handle of the delivery system kinked up and the advanix pancreatic stent buckled. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."